Manufacturer narrative:
H6. Investigation codes: updated one device was returned for evaluation. Visual inspection revealed the bottom case cracked. The alarm history could not be retrieved due to device locked up and constant alarm at start-up. Functional testing was able to replicate the reported issue. The root cause was determined to be the main board did not work as intended. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a high pitch alarm. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.